Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was blanked out and blurry which blocked graphics and text. Additionally, the pump touch screen had missing pixels and discoloration. Customer's blood glucose was 124 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.